Manufacturer narrative:
The product is in possession of the hospital. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The return of the product was requested. At this time, the product has not been returned. If the product is returned analysis will be performed and this report will be updated.

Event description:
Boston scientific received information that during implant of this right ventricular (rv) lead, varying r-wave and threshold measurements were observed. Additionally, difficulty was encountered getting the lead to stay in place, however, the lead was successfully implanted. During a post operative check one day post implant, the lead exhibited loss of capture (loc) and a lead dislodgement was observed. An invasive procedure was performed. The lead was explanted and replaced with an active fixation lead. No additional adverse patient effects were reported.